Event description:
It was reported the patient's ipg pocket site was open. As such, a procedure was undertaken as the site was sutured closed. The ipg site has not healed and additional surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the suture resolved the patient's issue.

Manufacturer narrative:
The date of the system explant is estimated.

Event description:
It was reported that the patient's incision had reopened, therefore the physician chose to explant the system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.